Event description:
The customer was hospitalized for high bgs. Bgs were treated with an IV. It was indicated that it is possible there are site issues. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol. Few days later the trainer called back and stated that the pump did not alarm as it supposed. A replacement pump was requested.